Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebw0782 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they noted a crack on the extension leg near the hub. No patient injury reported.

Manufacturer narrative:
The complaint of a crack in the extension leg was inconclusive because no sample was returned to bas for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, material fatigue, and tensile failure due to over-stretch; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebw0782 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they noted a crack on the extension leg near the hub. No patient injury reported.